Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported the threads on the dhs coupling screw broke during surgery. Nothing broke off in the pt. Nothing to retrieve.